Manufacturer narrative:
A product investigation was performed. One stardrive(tm) screwdriver t15 (part# 314.115 lot# 5208858) was received at customer quality (cq) for evaluation with complaint category broken: procedural step unknown. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed, as the screwdriver handle is broken. The handle of the screw driver was broken in half parallel to the screwdriver shaft, and a few small broken pieces of the handle were not returned along with the device. Although a definitive root cause could not be determined, factors such as rough handling, constant applied force, or repetitive re-sterilization over the course of the product¿s lifetime may have contributed to the complaint condition. The screwdriver is a part of multiple surgical systems and is used to insert stardrive recess screws to stabilize and secure fractures independently or in conjunction with plates. The overall condition of the device is used, with worn edges and etching, and the pin is bent and no longer flush with the surface of the handle. Replication of the complaint condition is not applicable as the device was received in broken condition. Relevant drawings were reviewed, and no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part #314.115, synthes lot #5208858. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: april 10, 2006. Manufactured by synthes (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stardrive screwdriver was found broken by sterile processing department. There was no patient involvement. Preliminary evaluation of the returned device revealed the device handle has broken off from the device shaft. This report is for one (1) stardrive screwdriver this is report 1 of 1 for (B)(4).